Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic internal component of the seal, had scratches and a bent shield petal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. As the shield assists in guiding instruments through the trocar, the bent shield petal could have contributed to the non-axial insertion or removal of instruments. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: robotic cystectomy. Event description: while placing 15mm [non-applied] bag through the trocar, the entire black inner seal came off of the trocar and fell into the patient's body. Seal was retrieved from the patient. There was no patient injury. Opened a new c0r37 and completed the procedure. Photos are available. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to return for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: robotic cystectomy. Event description: while placing 15mm [non-applied] bag through the trocar, the entire black inner seal came off of the trocar and fell into the patient's body. Seal was retrieved from the patient. There was no patient injury. Opened a new c0r37 and completed the procedure. Photos are available. Patient status: no patient injury.